Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The manufacturer previously reported on this device in MDR 2518422-2022-61091. This report was submitted as a duplicate report of the previously submitted report.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused difficulty breathing. The patient did receive medical intervention and was hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.